Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were criss-crossing. The procedure was completed by another like device. There was no pt consequence.